Event description:
Caller reported a malfunction on the pump, with no notable events occurring before the malfunction and without causing the customer¿s blood glucose level to exceed 500 mg/dl. The customer used mdi as a backup therapy to ensure insulin delivery continuity.